Event description:
It was reported to philips that the heartstart xl defibrillator had a simulator issue. It was clarified by the philips field service engineer (fse) that the device showed a pacer function failure during evaluation. There was no patient involvement.